Event description:
Recovery ivc filter placed in 2005, one component fractured, migrated to rv, penetrated anterior chest wall and removed in 2013. Was told filter could not be removed as it has been in place too long. Pt returned with recurrent chest pain 2015 with fractured filter arm in right atrial appendage. Hospitalized, scheduled for removal which may require CT surgery if percutaneous attempt unsuccessful.